Event description:
It was reported that the insulin pump alarmed an error during the manual prime process and that insulin was "squirting" out. The blood glucose reading was 317 mg/dl. The customer's mother stated that the insulin pump would not get out of the fill tubing step. She stated that the insulin pump may have possibly been dropped or bumped, since it was the child's device. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.